Manufacturer narrative:
B5- the reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6, -12.5/2.5/100 (sphere/cylinder/axis), implantable collamer lens got stuck in the cartridge or injection system. The lens was implanted and removed intraoperatively, with no patient injury. On (B)(6) 2022 a replacement lens was implanted, and the problem resolved. Cause of event was unknown. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6mm, vticmo12.6, -12.5/2.5/100 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the right eye (od). The lens was implanted and removed intraoperatively, with no patient injury. A replacement lens was implanted at a later date and the problem resolved.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).